Event description:
The device was returned to the service center with a report from the customer contact that the device cassette door was broken. No additional information was provided. This is not a reportable information was provided. This is not a reportable malfunction. However, during verification testing at the service center, it was noted that the device door roller pin was broken and the battery was swollen.

Manufacturer narrative:
During testing it was found that the device door roller pin was broken and the battery was swollen. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.